Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported clip movement cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, and mr reduced to trace; however, it was noted that the tip of the clip slightly tilted medially after deployment. The tip continued to tilt, and mr increased to moderate. The clip was confirmed to be attached to both leaflets. To stabilize the clip and reduce mr, an additional clip was deployed. Two clip were implanted, reducing mr to 1-2. There was no significant delay in the procedure. No additional information was provided.